Event description:
On 8/22/94 rptr's family dr confirmed a breast mass and sent her for mammogram, then to a general surgeon who did a biopsy. This showed silicone leaking from breast implants. Rptr went to plastic surgeon who put them in and on 9/20/94 both implants were removed, both implants had ruptured.